Event description:
During an in-service training session, the co rep observed that the unit generated an auto fill failure. After power cycling, the unit generated an electrical failure (shuttle transducer offset failure). No pt was involved.